Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a button alarm. The customer was educated to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.